Event description:
The customer reported to olympus, during preparation for a diagnostic procedure their endoeye flex deflectable videoscope had the following reportable event; the entire screen goes black, and no video is displayed (blackout), image cannot be restored. There was no patient involvement, harm, procedural delay, or injury and the procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to the closed coupler device was damaged and broken. In addition to the reportable findings documented in b5, the following nonreportable findings were; the bending section cover rubber adhesive was floating, the plastic distal end cover had corrosion, and the video connector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that events 1 "image does not appear" and event 2 "during rl bending operation, the image " may have occurred due to damage to the image sensor unit. The cause of the damage to the image sensor unit is that an irregular load was applied to the curved part during handling by the user, and a load was applied to the internal image sensor unit. It is possible that regular electrical damage was caused to the image sensor unit, but the cause is unable to be determined. Olympus will continue to monitor field performance for this device.